Event description:
Boston scientific received information that this right ventricular defibrillation lead provided inappropriate shocks due to noise and oversensing. In addition, the lead exhibited an increase in pacing impedances greater than 2,000 ohms and increased thresholds. The intrinsic amplitude and shock impedance revealed normal measurements. The pace/sense portion of the lead was deactivated. A revision procedure was performed; the lead was removed and successfully replaced with normal measurements. Upon removal of the lead, a fracture was noted at 25cm with blood present in the lumen. The explanted lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, the lead was returned in two segments that were severed at approximately 26.9 cm from the terminal pin. Analysis confirmed the inner conductor coil was fractured. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve. The initial allegations were confirmed.